Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-00701. It was reported that during the replacement procedure the replacement lead had high impedances. As such, the system was explanted to address the issue.